Event description:
Right knee swelling, right knee warm, right knee hard to touch, right knee painful, difficulty walking, level of discomfort increased with walking. Information was received on 08-sep-2006 from a physician via a sales representative regarding a male patient (age unknown), with a medical history of osteoarthritis and previous treatment with synvisc (twice before, dates unknown), the patient received an unknown number of injections of synvisc into an unknown knee on unknown dates in 2006, one injection was given three days earlier. The patient experienced a little redness, swelling, and a little pain causing a little difficulty walking in the injected knee. The patient's level of discomfort in the injected knee increased with walking. The patient used ice, rest, and elevation to treat the event, the event had not resolved. Additional information was received on 08-sep-2006 from the treating physician via a medical assistant. The patient had previous treatment with synvisc in 2005 and 2006. The physician reported that the patient received one injection of synvisc into the right knee in 2006. The day following the patient's first synvisc injection of this cycle, he began to experience swelling of his right knee. The patient's right knee also became red, warm, hard to touch, and painful. To date of this report, the patient's symptoms were about the same; they had not improved or worsened since the onset. Additional information was received nine day later from the treating physician. The patient had a medical history of moderate osteoarthritis (8 years in duration), moderate to severe x-ray grade with joint narrowing and ostephytes. Previous treatment included nsaids, steroids and two series of synvisc injections approx mid 2005 to mid 2006 and early 2006 to the following two weeks. The physician confirmed that the patient received one injection of synvisc into the right knee approx eight months later. No effusion was collected before the injection. The physician reported that the following day,, the patient experienced right knee pain, right knee swelling, right knee warmth, right knee tense effusion, difficulty walking, and increased discomfort with walking. He denied that the patient experienced right knee redness. Three days later, the physician aspirated the joint, removed 10cc "straw colored" aspirate and treated the patient with a 80mg depo-medrol injection. As of same day, all events had resolved without sequelae. At the time of this report, the patient had recovered. The reporter assessed the relationship of the right knee pain, right knee swelling, right knee warmth, right knee tense effusion, difficulty walking, and increased discomfort with walking as definitely related to synvisc.

Manufacturer narrative:
Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc. Qa investigation results: production and quality control documentation for lot #s0633 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted. Aspiration and depo-medrol.